Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that a physician performing an unrelated surgery at a previous time apparently disturbed the catheter and attempted to remedy it himself, and did it incorrectly. Issue was resolved. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity and multiple sclerosis. It was reported that the patient had a catheter revision case on (B)(6) 2018 and the catheter event was not confirmed. No patient symptom was reported and no further complication was reported.